Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned and replaced due to oversensing with no pacing inhibition observed. The boston scientific representative indicated that there was no physical damage observed on the lead and that it was an older lead. No additional adverse patient effects were reported.